Manufacturer narrative:
The field service engineer did flow path cleaning. The customer asked that no additional on-site investigation be required. The instrument maintenance was last performed on sep-2023. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys anti-tshr assay on a cobas e411 immunoassay analyzer. Discrepant results for 1 patient's sample were provided. Initial result: 2.1 iu/l. Repeat result: 1.5 iu/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The anti-tshr reagent lot number and expiration date were not provided. The investigation is ongoing.